Event description:
It was reported that during an unknown procedure the hand switch was out of work. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and shows the error code 5 screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Corrosion was found at the max hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.